Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID d-evolutfx-34 lot 0011769938 use by date 2025-05-08 UDI (B)(4) continuation of d10: product ID evolutfx-34 serial number (B)(6);product ID l-evolutfx-34 product lot number 0011653640 image review: a computed tomography (CT) video clip provided scrolling through native annulus. Native annulus appears to be bicuspid with fusion of the right and left coronary cusps. Aortic valve leaflets and right coronary cusp (rcc)/left coronary cusp (lcc) raphe appear significantly calcified. A static image was provided for review. The valve appeared to be significantly under expanded at 80%. It was reported the valve was recaptured and withdrawn from the patient. The implanting team followed best practices to ensure patient safety. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, it was noted the patient¿s native aortic valve appeared to be a bicuspid sievers type 1 fusion of right coronary cusp and left coronary cusp. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 22mm non-medtronic balloon. Following the bav, the deployment starting point was the bottom of pigtail catheter. At 80% deployment, visible constraint at the inflow portion of the valve frame was noted. The implant depth on the non-coronary cusp was visibly noted at approximately 3mm in cusp overlap view with no depth assessment made of left coronary cusp before dislodgement. Three recaptures were performed due to the valve dislodging above the native annulus on all attempts. The valve was subsequently withdrawn from the patient. It was noted that there was no difficulty recapturing the valve, and the valve was inspected under fluoroscopy following each recapture. A second valve was used. A pre-implant bav was performed using a 25mm non-medtronic balloon with little visual change to the native valve. Subsequently, another pre-implant bav was performed using a 25mm non-medtronic balloon. During the second deployment attempt, severe constraint was noted at the inflow portion of the valve frame. A medtronic confida guidewire was used during the procedure. At this time, the implanting team decided to recapture and withdraw the valve from the patient. The procedure was aborted. It was noted the patient¿s bicuspid valve contributed to the dislodgement. No adverse patient effects were reported.